Manufacturer narrative:
Concomitant products: product ID 377760, lot # n0027983, implanted: (B)(6) 2006, product type lead; product ID 377775, lot # v009841, implanted: (B)(6) 2006, product type lead; product ID 3708120, serial # (B)(4), implanted: (B)(6) 2006, product type extension; product ID 37742, serial # (B)(4), implanted: (B)(6) 2006, product type programmer, patient; product ID neu_recharger_acc, serial # unknown, product type recharger. (B)(4).

Event description:
It was reported that the patient¿s implantable neurostimulator (ins) was loose in the pocket area and that they could the ¿little bumps of the wires¿. It was also noted that the ins was in a overdischarge condition (od) as the patient had not charged it in 3 months. The patient status was reported as good. Additional information received on (B)(4) 2005 reported that there was telemetry issues with the patient¿s ins. It was confirmed that this was the first occurrence of an od status on the device and a power-on-reset (por) was observed. Follow up information received on (B)(6) 2009 reported that the patient had successfully recharged their ins and was scheduled to be seen on (B)(6) 2009 to clear the por condition. Further follow up information received on (B)(6) 2010 reported that no surgical interventions had been performed and that the patient¿s ins system was currently functioning. If additional information is received, a follow-up report will be sent.